Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "fired on its own and the patient reported that it injured him". The patient involved reported that the device fired on its own and the patient experienced an undefined physical impact that most likely did not prolong hospitalization. The patient involved was a (B)(6) male who was being treated for cardiac disease in the ICU. When the device fired on its own, the physicians were interviewed and they denied pushing the charge or discharge buttons. When the incident occurred, the patient was assessed and disconnected from the monitor. A wound care consult was requested to assess the patient. The patient's undefined physical impact was reported to have caused pain, stress, and inconvenience.

Event description:
It was reported to philips that the device "fired on its own and the patient reported that it injured him". The patient involved reported that the device fired on its own and the patient experienced an undefined physical impact that most likely did not prolong hospitalization. The patient involved was a (B)(6) year old male who was being treated for cardiac disease in the ICU. When the device fired on its own, the physicians were interviewed and they denied pushing the charge or discharge buttons. When the incident occurred, the patient was assessed and disconnected from the monitor. A wound care consult was requested to assess the patient. It was reported that the patient most likely did not require prolonged hospitalization due to the undefined physical impact. The patient's undefined physical impact was reported to have caused pain, stress, and inconvenience. The customer did not report that any treatment was required or delivered to the patient.